Event description:
The affiliate stated the customer reported approximately one half (0.5) milliliter of fluid leaked from the rinse block during the probe wash involving the coulter® lh 500 hematology analyzer. The fluid was not contained. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of impact to patient results. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the rinse block for the secondary probe was not adjusted properly. The block was too low and diluent was leaking from the bottom of rinse block. The fse adjusted the rinse block position to resolve the issue. The customer reported fluid was on the sample caps. The fse completed five sample analyses and could not duplicate the issue. The fse replaced the tubing at pinch valve pv21 and the pv21 actuator. The fse also replaced the drain check valve in vc3 (bellows drain chamber). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the misaligned rinse block, is the likely cause of the fluid leak. The cause of fluid on the sample caps could not be determined as the fse could not reproduce the issue. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).